Event description:
A patient reports seeing a "bad battery" light on his charger when either of his battery packs are inserted into the battery charger. A lifecor sales rep exchanged both battery packs and the battery charger as a precaution.